Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Exchanged the tibial insert to a thicker implant. Replaced 4 by 13mm ts insert with a 4 by 16 ts insert.